Event description:
Complainant was using the heating pad on her feet under bedding when her son noticed a burning smell. When the covers were pulled back they noticed that the bedding had been burned and that her toes had minor burns. She did not require any medical attention.

Manufacturer narrative:
This pad was severely bunched/folded. Bunching/crushing is abuse of the product and a violation of the instructions and warnings provided. This incident is the direct result of misuse/abuse of the product.